Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that during case the system froze reboots to continue. Review of the system log file showed that due to host pc issue system stopped. Fse analyzed the system and found the host pc was not booting up without multiple attempts, fse replaced the host pc and reloaded the ghost backup. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during a case the system was frozen. Multiple reboots were done to resolve this issue. No harm has been reported to philips.a philips service engineer inspected the system on site and identified that host pc was not booting up. The host pc has been replaced and the system was returned to use in good working order.